Manufacturer narrative:
Signs of scratching and burnishing was observed on the collar region of the stem. This was due to contact with the base of the bipolar outer head during patient activity exceeding the range of motion allowed by the constructs. This may have resulted in the reported dislocation.

Event description:
It was reported that revision surgery was performed due dislocation.